Event description:
It was reported that the pump began burning and melting. Reportedly, the customer was charging the pump at the time of the event using third-party charging supplies. There was no impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.